Event description:
Procedure: vaginal sling. Reportedly, the surgeon installed the sutures and 3 days post-op the pt returned reporting "leaking" and "urinary incontinence." Upon examination, the surgeon reported the sutures had unraveled or untied. The pt was sent to the out-patient surgery center to be re-sutured and was released the same day. There is no current pt status available.